Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead on the day the cardiac resynchronization therapy pacemaker (crt-p) was implanted. It was also noted that the electrograms (egm) were missing when the crt-p was interrogated. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention was performed.